Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section d4 (serial #) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Evaluation summary: customer report of structural valve deterioration was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification on leaflets 2 and 3, and minimal calcification on leaflet 1. Wireform of valve was pinched inward near commissure 2. Moderate host tissue overgrowth formed a ring on the surface of the leaflets and encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve on the inflow aspect and exposed the wireform. Cut off sewing ring was not returned with valve. Mechanical damage was observed on leaflet 1 near commissure 2 and appeared serrated. A hematoma was observed on leaflet 3 on the outflow aspect. Additional manufacturer narrative: updated sections. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, it was determined that the root cause of this event was due to calcification and host tissue overgrowth, which restricted leaflet mobility and led to stenosis. The calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that a 19mm aortic pericardial valve, implanted approximately 10 years and 10 months, was explanted due to structural valve deterioration. This device was explanted and replaced with a 21mm inspiris resilia aortic valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿.